Event description:
A healthcare worker experienced pain with whitening of the skin on the right thumb and forefinger after touching an item from a load after the cycle completed. The worker let the load sit for 1 1/2 hours because of fluid noticed inside the wrap, and then touched the package. The worker rinsed the contact areas under water and received an ointment from a doctor for the contact site. The symptoms resolved within one day. The vaporizer plate was in place at the time of the event.